Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device:uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no: c06616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis. On (B)(6) 2018-surgical pathology report final diagnosis. Bilateral fallopian tubes (bilateral salpingectomy): bilateral fallopian tubes with no significant pathological change identified. No malignancy or endometriosis identified. Concurrent conditions included back pain, central pain syndrome, headache, nausea, shortness of breath, chest pain, muscle spasm, menses irregular, ovarian cyst, uterine bleeding and nocturia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("psych injury-mental anguish/anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:urinary incontinence"). On (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, vaginal haemorrhage, urinary incontinence, anxiety and post-traumatic stress disorder outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge and weight increased had resolved and the menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2014. She received treatment for pelvic/ abdominal chronic, dysmennorhea (cramping), general abnormal bleeding, migration, vaginal discharge and weight gain. Insertion details- 1 coils seen on right ostia, 5 coils seen on left ostia discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ptsd, depression, anxiety, urinary incontinence, pelvic pain, weight gain, dyspareunia most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, ptsd, bladder or urinary problems or changes:urinary incontinence, dyspareunia (painful sexual intercourse) were added. Pt of device dislocation updated to device expulsion. Pt of psychological trauma updated to anxiety. New reporters, patient information, medical history, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device:uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. C06616-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis. 10aug2018-surgical pathology report final diagnosis bilateral fallopian tubes (bilateral salpingectomy): bilateral fallopian tubes with no significant pathological change identified. No malignancy or endometriosis identified. Concurrent conditions included back pain, central pain syndrome, headache, nausea, shortness of breath, chest pain, muscle spasm, menses irregular, ovarian cyst, uterine bleeding and nocturia. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("psych injury-mental anguish/anxiety") and post-traumatic stress disorder ("ptsd"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes:urinary incontinence"). In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with duloxetine hydrochloride (cymbalta), sertraline hydrochloride (zoloft) and surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, vaginal haemorrhage, urinary incontinence, anxiety and post-traumatic stress disorder outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge and weight increased had resolved and the menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. She received treatment for pelvic/ abdominal chronic, dysmennorhea (cramping), general abnormal bleeding, migration, vaginal discharge and weight gain. Insertion details- 1 coils seen on right ostia, 5 coils seen on left ostia discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ptsd, depression, anxiety, urinary incontinence, pelvic pain, weight gain, dyspareunia. Most recent follow-up information incorporated above includes: on 14-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vaginal discharge") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 and (B)(6) 2014. She received treatment for pelvic/ abdominal chronic, dysmennorhea (cramping), general abnormal bleeding, migration, vaginal discharge and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Product indication and implant date updated. Explant date added. Events- migration:, general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), psych injury, bladder/urinary problems: vaginal discharge and other injuries/symptoms: weight gain were added. Event outcome updated for: physical pain/pelvic pain/chronic. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.